Event description:
A medtronic representative reported that, during a spinal fusion procedure, the surgeon alleged the system was inaccurate in a single view. The surgeon registered the patient successfully, and found trajectory 1, 2, and ap views were all accurate and the tip of the instrument was being navigated where it should be. The lateral view was found to be inaccurate and showed the instrument about 2 inches above the anatomy when it was actually touching the anatomy. The inaccuracy appeared to be intermittent at first and then during troubleshooting, the issue rectified itself and accuracy returned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Further investigation into the software anomaly found the issue occurred because projection state (cad instrument) was maintained inconsistently between multiple objects. As part of the instrument management update in the spine software, the projection state was consolidated into a single object to prevent inconsistencies from occurring. This issue was resolved with the release of synergy spine software version 2.1.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.